Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was set to infuse at 84ml/hr, the patient was brought into the clinic for fever, and the bag was still full. Reporter stated the pump showed 2,217 ml given with 1,817 ml left to infuse. The event occurred while in use with a patient at the patient's home. The patient received potassium chloride bolus (22.4meq); potassium phosphate 3.6mmol bolus; IV fluids with 10meq kcl/liter at 84ml/hr. No information has been provided from the initial reporter regarding the cause of the fever; it is unknown if it is related to the pump. Follow up has been made for additional information. No additional adverse effects were reported.